Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. Cracks were observed, in the top housing of the pod. It could not be determined, when these cracks occurred. Investigation of the pod and the download data from the pod indicate, that the cracks did not affect the functionality of the pod.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod for an unknown amount of time. It was also reported that the pod was leaking insulin. The patient was treated with fluids, IV (intravenous) and insulin injections. The patient was released two days later. The pod was removed before going to the ER (emergency room).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.